Manufacturer narrative:
(B)(4). Batch #: unknown. Reload lot #: u40r79. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a colectomy, while performing the resection of the ascending colon, malformation of staples was observed. Particularly at the distal end, where some staples stay unformed. This happened using the ntlc75. Also, after 2 or 3 firings, it is almost impossible to carry on with a 4th or 5th firing using the same stapler. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 03/12/2021. D4: batch # u5cp2n. H6: component code = others (g07). Per photographic evaluation: during the visual analysis of five photos, the following was observed: the first and second photos show a piece of the tissue with a staple line on it and a staple not properly formed can be seen on the proximal end of tissue. The third photo shows a black reload portion with drivers up and two b-formed staples stuck on the drivers. The fourth and fifth photos show tissue handled by a surgical instrument and a staple not properly formed was noted on the staple line. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damage. Three reloads were returned along with the device, all reloads were received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties noted. The device was then tested with test reloads for functionality in the two (green-blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.